Event description:
The caller stated that the tracheostomy tube's cuff would not hold air. The caller stated that the trach was placed in the pt on (B)(6) 2010, and was removed on (B)(6) 2010. There was no pt harm and cuff was pretested. The pt required re cannulation with the same type of trach tube.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. No analysis or conclusions can be made without the device.